Event description:
The one touch ultra meter was giving inaccurately low readings. In april 2006 at 7:43pm the patient obtained the blood glucose result of 115mg/dl on the reported meter. Following this reading, the patient reported he was not feeling well. The patient retested his blood glucose level and obtained the reslt of 105mg/dl. The patient treated himself with lantus insulin, the patient contacted emergency services and within 30 minutes the paramedics arrived and tested the patient's blood glucose level to be 600 mg/dl and 498 mg/dl. The paramedics treated the patient with additional insulin, the customer care associate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined the meter was programmed with the patient incorrect calibration code number for the test strips in use, which can cause inaccurate results. No quality control testing was performed during the call, as the patient did not have control solution. The meter, test strips, and control solution were replaced. Although the patient had incorrectly programmed the calibration code number in the reported meter, he obtained normal blood glucose readings while hyperglucemic, experienced symptoms, and required emergency medical attention and treatment with insulin.